Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, when passing a tome, the sponge got detached and became lodged inside the working channel of the scope. Reportedly, a water soluble lubricant was applied to the cap. They tried to retrieve the sponge with a pair of forceps but was not successful. An attempt to push the sponge out the distal end of the scope was also unsuccessful. They ultimately removed the scope from the patient and completed the procedure using a different scope and a biopsy cap from a different manufacturer. Reportedly, the original scope was sent out for repair to remove the sponge. There were no patient complications reported as a result of this event.